Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the customer called in to report that the video image turned blue. The intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed with the customer that the issue was not related to firefly. The tse had the customer check the illuminator light output, and the customer observed that the color was blue instead of white. The tse noted that it was an illuminator related issue. The customer used a back up illuminator to continue with the procedure. There was no reported injury. Isi performed follow-up and obtained the following additional information regarding the reported event: system functionality was reportedly checked prior to use, and no issues/errors were noted. The site completed the procedure successfully with the same da vinci surgical system.

Manufacturer narrative:
Based on the claim against the product by the customer noting an illuminator issue, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse replaced the illuminator to resolve the reported problem. After replacement, the system was retested and verified as ready for use. Isi received the illuminator for failure analysis. The illuminator was installed into a printed circuit assembly (pca) test system. The illuminator failed the blue light and white balance tests. The complaint was confirmed based on the field evaluation and failure analysis investigation, which indicates that the device did contribute to the customer reported issue. The probable root cause is attributed to a component failure. This complaint is considered a reportable malfunction due to the following conclusion: the illuminator was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a backup illuminator. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.